Event description:
It was reported that during patient use, a ventilator failed the oxygen sensor calibration. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and the customer reported malfunction was verified. The cse replaced the oxygen sensor to resolve the issue. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications. The replaced component will not be returned for evaluation.